Event description:
Patient reported experiencing elevated blood glucose levels of 350 mg/dl with nausea two times two weeks ago. Patient's normal blood glucose level was not provided. Patient alleges the infusion device gave no e4 (occlusion) error message or too late. Patient stated after changing the infusion set, her blood glucose level was okay. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.